Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4)and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. Date of event: unknown. Serial number: unknown. Catalog#: a complete catalog# is unknown as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI# is unknown as product serial number was not provided. If implanted, give date: unknown. If explanted, give date: not applicable, the lens remains implanted to date. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device manufacture date: unknown as serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned (the lens remains implanted). The complaint event could not be confirmed. Manufacturing record review: a manufacturing record review could not be conducted as the serial number was not provided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt was made to obtain missing information; however, to date the information has not been provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were five (5) out of thirty (30) cases with high cell value and inflammatory reaction which the doctor suspected toxic anterior segment syndrome (tass) issue. The symptoms were resolved after one (1) week to three (3) months after the surgery. It was indicated that the symptom would not require the removal of the intraocular lens, but the doctor reported the issue so that the cause of the inflammatory reaction could be investigated. No further information was provided. This MDR report pertains to the first patient. A separate report will be submitted for the other patients.